Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread and the thread still wound on the pack. Checking the thread ends, we have seen that the detachment of the needle could be caused by too much thermal treatment during the manufacturing process, which caused that the thread is burnt and breaks easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the novosyn violet suture. It was noted that the needles detached from the sutures as soon as the packet was opened. This occurred during one procedure and there was no patient harm. Additional information was not provided.